Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was placed successfully. It was noted that the nose cone was not centered when withdrawing the delivery catheter system (dcs). When the dcs was withdrawn from the patient while making adjustments to center the dcs, the valve would get caught and dislodged. Subsequently, a second valve was placed in the intended implant position and the procedure was completed. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutfx-26, serial/lot #:(B)(6), ubd: 28-jul-2025, UDI#: (B)(4) product analysis: the valve remains implanted and the dcs was not returned; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that prior to deployment, the right transfemoral artery was used as the access site. A pre-implant balloon aortic valvuloplasty was performed with a 16mm non-medtronic (unknown manufacturer) balloon. A medtronic confida guidewire was used during the procedure. During deployment the cuspal overlap technique was not used; however, a slow deployment of the valve was observed. Subsequently, the valve was implant in the native annulus. Prior to slowly withdrawing the delivery catheter system, the nose cone was not centered within the frame inflow by slightly retracting the guidewire. Per the physician, the cause of the dislodgement was due to lifting by the nose cone. In addition, there was no patient anatomy that contributed to the dislodgement. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID gwbc30 (lot: unknown); product type: guidewire; implant date n/a; explant date n/a product ID: product ID: 16mm balloon valvuloplasty catheter (unknown manufacturer); lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.